Event description:
It was reported that the customer had two unspecified cartridge issues. A cartridge change was performed to address the issues. There was no adverse impact on the customer's blood glucose level.